Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the patient "fell on the device". During hospital admission for shortness of breath with sinusitis and postnasal drip, it was further reported the device interrogation showed an electrical reset for unknown reasons on april 9, 2010, at which time the device reprogrammed itself to vvi and was reprogrammed back to biv pacing. No additional actions were taken for this event. It was further reported that the device had reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient "fell on the device". During hospital admission for shortness of breath with sinusitis and postnasal drip, it was further reported the device interrogation showed an electrical reset for unknown reasons on (B)(6) 2010, at which time the device reprogrammed itself to vvi and was reprogrammed back to biv pacing. No additional actions were taken for this event. It was further reported that the device had reached the elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported the patient "fell on the device". During hospital admission for shortness of breath with sinusitis and postnasal drip, it was further reported the device interrogation showed an electrical reset for unknown reasons on (B) (6) 2010, at which time the device reprogrammed itself to vvi and was reprogrammed back to biv pacing. No additional actions were taken for this event, the device remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(6) 2010. Por severity: low. The device should be able to fully recover after the reset.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(6) 2010. Por severity: low. The device should be able to fully recover after the reset. The device was returned and analyzed and the elective replacement indicator (eri) was triggered due to normal battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): we did receive performance data collected from the device and have analyzed the data. Write to locked ram power on reset (por) recorded on (B)(6) 2010. Por severity: low. The device should be able to fully recover after the reset. Analysis of the device is in process; the results will be forwarded when available.